Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).

Event description:
The consumer reported never having therapeutic effect following implant. Additional information received from the consumer reported they were still having concerns regarding the device or therapy, but had not sought further help. Additional information received from the consumer on 18-sep-2015 reported there was a loss of therapy. The patient was not getting any relief from the implant. The implant was causing the patient a lot of pain around the implantable neurostimulator (ins) site around the kidney area. The patient tried making adjustments. The patient could feel the stimulation go up and down his spine, but did not get any relief. The patient stated he was told that he could increase stimulation to a point where he could stand it, but the patient stated that is just trading one pain for another. The patient wanted to have the device explanted. The patient was recharging the ins once a month to maintain charge, but that was about it. The patient could not get magnetic resonance images (mris) of his neck or back because he was still implanted with the device. The patient was taking pain medication because the implant did not provide the relief the patient needed. The patient was planning to have the device explanted. The patient's indications for use included chronic low back pain.